Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, oversensing was observed on egm. Patient didn't show up for follow-ups for further evaluation.